Event description:
It was reported that the device was explanted after implant duration of approximately 69.5 months. It was learned that the reason for explant was due to endocarditis.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the users experienced difficulty with the upward deflection of the elevator raiser which prevented deployment of a non-olympus stent. The procedure was completed with the same scope, and with a similar, but different, non-olympus stent. There was no pt injury reported.